Event description:
An increase of the patient's (female) ventricle size was noticed during the past weeks. Since both catheters (ventricle and peritoneal) were permeable the surgeon assumed a dysfunction of the chpv and decided to explant the programmable valve.

Manufacturer narrative:
D10, g4, g7, h2, h3, h4, h6, 10: device evaluation: the investigation did confirm the problem: an occlusion was noted on the returned valve. The valve was tested for pressure; the valve failed the pressure test. The valve was tested for flow; the valve failed the flow test that uses light syringe pressure to establish if any occlusions are present. The valve was examined under microscope at appropriate magnification and it was dismantled; slight amount of biological debris were observed on the pressure control mechanism. No other potential causes for the flow problems were noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered to be closed.